Event description:
It was reported that at some point this patient had "plain films" done, however, a dye study was to be done on the date of the report to verify connection and catheter integrity as the patient reportedly had therapy issues after a pump replacement on (B)(6) 2013. The physician's dictation noted she did aspirate from the catheter access port (cap) after pigtail that was connected to the catheter and was also connected to the pump. The patient had presented to the emergency room on (B)(6) 2013. The health care providers had been assisting the patient since then. The patient received a bolus and reportedly did not really respond. In addition, the pump settings also "went up" without much response from the patient. The patient was reported to be highly anxious. This device system was thought to have delivered gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013. Product type: accessory: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).